Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced a defective/damaged/deformed catheter which was noted during use. The following information was provided by the initial reporter: material no: 383536, batch no: 9064550. Details of complaint: defective per vendor.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced a defective/damaged/deformed catheter which was noted during use. The following information was provided by the initial reporter: material no: 383536, batch no: 9064550. Details of complaint: defective per vendor.